Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was used to create the anastomosis trans-anally. The device was closed down finger tight within the green scale and fired; everything looked fine and then a bubble test was performed. That is when bleeding was noticed. The surgeon stated the staple line did not form completely and they noticed a malformed clip in the cavity. The bleeding area was clipped to stop the bleeding. The procedure completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Lap. What device was used for the proximal and distal transaction of the bowel? Flex60 what color reload? Blue. On what tissue type was the device used? Normal. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? Hand if an assist device, what product? Was the spike of the trocar inserted through bowel lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Audible feedback. When the device was fired, what was the location of the indicator within the gap setting scale? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test. Is there any other additional information you would like to share about this device, procedure, patient or physician? Surgeon noticed a malformed staple in the cavity what were the indications for surgery? What was found? Cancer. Does the patient have any relevant history of surgical treatments? If so, what? Asku. What are the patient¿s age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes, pa fired it. Was there a recent conversion to ees devices in this account or with this surgeon? No.